Manufacturer narrative:
This supplemental report is being submitted to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, it is presume, that it was a failure of the lamp, but since the device was not returned for evaluation. The definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the xenon light source light emitting diode was flashing. The issue occurred during preparation for use before an unspecified procedure. The intended procedure was completed with the similar set of equipment. There were no reports of patient harm.